Event description:
Procedure type: colon resection. According to the reporter: pt was operated in 2009. A revision one week later showed an anastomotic breakdown, beginning peritonitis; anastomotic new proneness, rinsing and proneness of ileostomy. Another revision occurred at about 4 days later with rinsing. The pt lies in the intensive care unit. More info requested from account.

Manufacturer narrative:
Date of initial report sent: 11/09/2009.